Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a vial. Visual inspection found the optic and haptic torn with residue throughout the lens. Claim# (B)(4).

Manufacturer narrative:
Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -12.0/+1.0/048 (sphere/cylinder/axis) into the patient's right (od) eye. Reportedly, the lens was explanted and then replaced on (B)(6) 2021 with a shorter lens because the doctor felt it was too large.